Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote balloon was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.